Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported during incoming inspection that 14 sensors from this lot were found to have inaccurate spco values ranging from 4-8%. It was also noted that light-shielding was utilized during testing. There was no report of any patient impact or consequences.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event. Correction: lot number - from "15kf6" to "a15k873".